Manufacturer narrative:
H4: device manufactured between december 1, 2020 to december 2, 2020. H10: the device evaluation was completed. Visual inspection on the returned sample revealed a small amount of fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location; the bag containing the device was wet. This issue was discovered during storage. The total filling volume was 115cc. There was no patient involvement. No additional information is available